Event description:
Additional information received from the consumer reported that they had no problems at all. The patient called with a question about possibly getting a second nerve transmitter in the neck or upper spine.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0uvh8, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had a lot of issues with their current stimulator. The patient had so much nerve damage in their neck and the left side of their body. The patient had problems regulating it. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.